Event description:
It was reported that during the unpacking of product in storage area at the account, it was noticed that the tyvek on packaging for the device was thinned out to the point where you can almost see through the packaging (but packaging still intact, no holes). There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was visually inspected. The er320 package was in poor condition with many wrinkles and creases due to handling. A red adhesive dot with an arrow was present on the tyvek with the arrow pointing toward a mark on the tyvek. The dye test was utilized per tm5016 and a perforation of the tyvek was confirmed as the dye did penetrate the hole. The package was bent into configuration that is not standard for validated ees packing procedures and it had many creases and bumps. Controls within the packaging procedure include 100% visual inspection, aql sampling, ccp visual aids, standard work and procedural instructions. Based on the way the samples were returned, it is suspected that the packages were stored outside of their cartons and damage likely occurred during storage or during return shipment. The complaint event was confirmed and it is suspected to be external cause. Lot history records for l4f79d, product code er320, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Additional information: the sample was visually inspected. The er320 package was in poor condition with many wrinkles and creases due to handling. A red adhesive dot with an arrow was present on the tyvek with the arrow pointing toward a mark on the tyvek. The tyvek material did exhibit damage at that location, which was approximately .8 square millimeters in size. The damage was an apparent hole in the tyvek caused by handling damage rather than by thinning of the tyvek. The thickness of the tyvek appeared to be consistent and within specification. The dye test was utilized per tm5016 and a perforation of the tyvek was confirmed as the dye did penetrate the hole. The package was bent into configuration that is not standard for validated ees packing procedures. The package had many creases and bumps due to handling. Controls within the packaging procedure include 100% visual inspection, aql sampling, ccp visual aids, standard work and procedural instructions. Based on the way the samples were returned, it is suspected that the packages were stored outside of their cartons and damage likely occurred during storage or during return shipment. The complaint issue for thin tyvek was not verified, but the complaint event was confirmed due to the damage and the hole, and it is suspected to be external cause.